Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest (age and gender unknown), after successfully delivering one shock which appeared to revive the patient, the device re-analyzed and issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.